Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the prime process taking longer time. The customer¿s blood glucose level was unknown. Customer also stated that the rewind process also taking longer time and battery life diminished. The insulin pump will not be returned for analysis.